Manufacturer narrative:
The device was not received for evaluation however photographs of the sample were provided. The visual inspection of the photos showed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause of the condition was design related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set c, no flow/ restricted flow was observed due to the return luer connector damage. There was no patient injury or medical intervention associated with this event. No additional information is available.